Event description:
Patient was evaluated by primary care physician for redness, swelling and sensitivity to light in the right eye and was diagnosed with keratitis. Patient was referred to a corneal specialist who managed him for suspicion of acanthamoeba keratitis infection. The findings of enlarged corneal nerves, an immune ring, persistent photophobia and corneal inflammation were suggestive of acanthamoeba infection. Slit lamp examination of the right eye showed an old scar from a previous infection. Patient healed completely with empirical antiamoebic drug treatment and recovered fully with moderate amount of anterior stromal scarring in the right eye. The scarring was scattered, multifocal and outside the visual axis. The va in the right eye was 20/25 od and 20/20 os. Patient was advised to resumé contact lens wear. The treating doctor indicated the reported event was not directly related to a specific product.

Manufacturer narrative:
No product was available for evaluation and the lot number is not known. The treating ophthalmologist reported the event is not directly related to a specific product. Based on the information, no root cause can be determined, and no conclusion can be drawn.